Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and was no longer in the target vein. High lv thresholds were noted. The lv lead was explanted and replaced. It was also noted the right ventricular (rv) lead was "only sensing over 5 mv" and the physician was alerted but decided to leave the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.